Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, crease flat, deformation and wear abrasion. Bubbles and cloudiness in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.